Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's upper display was erratic. At this time, it is unknown if there was patient involvement. Evaluation and repairs of the device have not been performed at this time.